Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup . The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2017-03805 and 0001822565-2017-03809.

Event description:
It was reported that a patient is being considered for a revision surgery on an unknown day for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.